Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a cutter device was stuck inside the attachment device. Therefore, the reported condition was confirmed. It was determined thas this was due to excessive lateral or side to side force which caused the galling of the shaft. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was observed that the cutter lock on the attachment device was locked. During in-house engineering evaluation, it was observed that a cutter device was stuck in the attachment device. It was further determined that the cutter device was broken and galled. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.